Event description:
It was further reported that this event is a duplicate report. It was learned that the site reported this event for the wrong patient. Patient (B)(6) did not experience this event, rather it was patient (B)(6). The event was previously reported on MDR 2134265-2012-05489.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction - patient identifier corrected from (B)(6). (B)(4).

Event description:
(B)(4) study. It was reporting that following a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, the patient developed in-stent restenosis. The target lesion # 1 was located in the mid right coronary artery (rca)with 95% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The target lesion # 1 was treated with pre-dilatation and placement 3.0 x 16 mm taxus element stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject was admitted due to sudden cardiac arrest (sca) and cardiac catheterization was recommended. The 95% focal in-stent restenosis of the mid rca was treated with placement of a drug eluting stent with 0% residual stenosis.